Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that a mother board failure caused the reported issue. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system would show instruments and camera not connected on occasion. System would also freeze on occasion. The computer was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The manufacturer representative (rep) indicated that the software became unresponsive and the system had to be restarted which resolved the issue. No patient was involved with this issue.